Manufacturer narrative:
The device was evaluated and no failure was detected.

Event description:
It was reported that the tip and blade gets warm to the touch and there was no light at the end. During troubleshooting, the customer tried the device with multiple monitors and still had no picture. No pt injury was reported.